Manufacturer narrative:
The fire department was not following the recommended battery maintenance procedures as described in the operations manual. Device failure did not have an adverse impact on the patient. Sscor attempted to obtain additional patient, event and device information from the initial reporter on various occasions and calls were not returned.

Event description:
"Device failed during an emergency situation. Patient was choking, the device stopped working 3 minutes into the suction procedure. We were able to stabilize the patient and no harm was caused. The suction unit was included in an ambulance that was purchased in 2016."